Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was not able to confirm the field allegation due to testing results.

Event description:
It was reported that during a normal change out procedure when the chronic right atrial (ra) and right ventricular (rv) leads were tested with a pacing system analyzer (psa) good measurements occurred. The leads were then connected to this pacemaker and no ventricular pacing occurred. High out of range pacing impedance measurements of greater than 3000 ohms occurred with both the ra and rv leads. Full insertion of the leads was verified. The leads were removed from the header and again tested with a psa. The same within range measurements were noted through the psa. The leads were connected two additional times to this pacemaker with the same result. This pacemaker was attempted and not implanted. A new pacemaker was successfully implanted with the same chronic ra and rv leads without any measurement issues. No adverse patient effects were reported.